Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline foreshortened significantly. As a result a second pipe in line was deployed in the m1. There was also in-stent thrombosis and the a1 was not visible on the angiogram. A tpa thrombolysis and pta was used to open the occlusion which resulted in an m3 perforation and hemorrhage. The patient was undergoing surgery for a left paraclinoid opthalmic aneurysm. No antiplatelet test was conducted prior to pipeline placement. The only way to assess the procedure was using the kazakh-thrombosis test which involved leaving the pipeline partially deployed in the vessel for 15 minutes to monitor the thrombosis before full delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.